Manufacturer narrative:
Additional information received: pleural effusion was noted on a chest x-ray completed 2 days post the index procedure. Necrotizing pancreatitis and peripancreatitis most likely associated with acute peritonitis was reported along with intermuscular hematoma and I ntermuscolar emphysema in the left infraclavicular region which were also reported within 30 days of the index procedure. 4 days post the index procedure gastrointestinal bleeding was observed (300mls blood) from gastric stress ulcers related to the study procedure resolved with endoscopic hemostasis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; approximately 2 weeks post index procedure, acute peritonitis was diagnosed and the intestinal necroses were interpreted as related to microcirculatory failure after hemorrhagic shock. During laparotomy, hemicolectomy with colostomy, jejunal resection with jejunostomy and cholecystectomy was performed. The autopsy revealed unrecognized retroperitoneal phlegmon as another cause of sepsis. The peritonitis was assessed as not related to device/ index procedure by the investigator and possibly related to the device by the sponsor. It was noted that the multiorgan failure and sepsis developed after surgical treatment for the peritonitis and left no real chance for a favourable outcome after the unfortunate sequence of events that began with the abdominal bleeding with haemorrhagic shock. Cardiac resuscitation of the patient was also attempted. The sepsis was noted to be not related to the stent graft and unlikely to be related to the index procedure with no strong evidence found. It was noted that the patients entire hospitalization extended for 18 days in total until the patient expired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; one day post index procedure, respiratory failure was reported. It was noted that the prolonged ventilation was given in order to maintain adequate oxygenation of the patient after massive blood loss complicated with renal failure. It was noted that the recurrent bleeding was caused not by intra-operative injury but by incomplete haemostasis after nephrectomy. All events were reported to be related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed the acute renal failure is a result of massive blood loss and subsequent nephrectomy undertaken to stop bleeding. Disseminated intravascular coagulation (dic) is part of the coagulation disorder in hemorrhagic shock and thus might be considered as an underlying pathologic condition of acute renal failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the devices were removed during autopsy 14 days post-implant. Examination of the returned devices revealed no stent graft integrity issues, with the exception of the following fabric cuts which most likely occurred during removal of the devices at autopsy: a 7 mm length excision cut was seen on the bifurcate proximal margin, and several fabric and associated suture cuts were also seen near the bifurcate contralateral gate. From the examination of the returned devices and clinical information provided, the exact cause of the events could not be determined. Analysis of the returned devices did not reveal any stent graft anomalies that could explain the reported events. The other manufacturer¿s implanted renal stents were not returned. Films during implant were not available for return and the reported events could not be assessed. CT¿s post-implant were also not available, and analysis of the stent graft in-vivo configuration could not be performed. It is possible that this event was procedure related, and the initial left kidney injury may have occurred during implant of the non-medtronic renal stents from inadvertently placing a guidewire too distal into the left renal artery. It was reported that a non-medtronic super stiff guidewire was inserted into the right renal artery and left renal artery, which may have contributed to the kidney injury. As per the IFU, use of an appropriately stiff wire with a curved atraumatic tip is recommended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the sponsor assessed the left kidney hematoma as having a causal relationship to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The acute renal failure, has been assessed by the sponsor and investigator as having a causal relationship to the procedure but not related to the device regarding the left kidney hematoma; the investigator assessed the event as not related to the endurant but as having a causal relationship to the procedure and a probable relationship to the renal stent. The sponsor assessed the event as having a causal relationship to the procedure and not related to the device. The respiratory failure was assessed by the investigator as having a possible relationship to the procedure but not related to the device. The sponsor assessed the event as having a causal relationship to the procedure and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the sponsor assessed the acute peritonitis as having a causal relationship to the procedure. The hemorrhagic shock was assessed by the site and sponsor as having a causal relationships to the procedure and no related to the device. The gastric stress ulcers was assessed by the site probably related to the procedure and not related to the device. It was sponsor assessed as having a causal relationship to procedure and not related to device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c156ee, serial/lot #: (B)(4), ubd: 03-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in conjunction with non-mdt renal stent grafts during chevar of an 63mm abdominal aortic aneurysm. The proximal neck diameter 25mm with suprarenal angulation noted at 20 degrees. Mild neck thrombus was noted. It was reported 7 hours post the index procedure the patient suffered life threatening intrabdominal bleeding with hemorrhagic shock. CT identified the source of bleeding as the left kidney where a massive subcapsular hematoma was diagnosed. The next day. A laparotomy was completed where multiple necrosis of the jejunum, colon and gallbladder was identified. A left nephrectomy was also completed. A secondary intervention was performed the following day, with a re-laparotomy for additional surgical hemostasis and veno-venous hemodialysis was performed for a reported acute renal failure. Inotropes and blood transfusions' were further administered during treatment which resolved the abdominal bleeding and shock. The patient underwent prolonged ventilation from this time. Ten days later, the patient suffered multiorgan failure and expired after unsuccessful cardiac resuscitation. The cause of death was assessed as multiorgan failure as a complication after surgical treatment (laparotomy) of peritonitis. The cause of the events post the index procedure have been assessed as related to the procedure and to the implanted renal stents where injury appeared to have occurred from inadvertently placing a wire too distal into the left renal artery. No additional information has been reported.

Manufacturer narrative:
B5; additional information received ; the recurrent intra abdominal bleeding and the necessity of the relaparotomy was conditioned by incomplete haemostasias during the first laparotomy. There was a chronological association , though the recurrent bleeding was not caused by a intra operative injury during the index procedure. The site and sponsor assessed the recurrent intra abdominal bleeding as having a causal relationship to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.